Event description:
Balloon dilator would not dilate. No harm to the patient. New balloon used and worked without any problems. It appears to be a faulty balloon as the dilator appears twisted at the hub which did not allow fluid to inflate. Product returned to manufacturer. Product replaced.